Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen fractured while the device was in the user¿s pocket; upon removal the user observed a cracked screen, could only unlock the device, and could not otherwise navigate it, with no injury, and the device component implicated was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.